Manufacturer narrative:
Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50,Serial Number: (b)(6),Batch/Lot Number: 7178788,Model/Catalog Description: LINEAR ST LEAD KIT 50 CM,Unique Identifier (UDI): (b)(4).Model Number/Catalog Number: SC-1232,Serial Number: 826007,Batch/Lot Number: 826007,Model/Catalog Description: WAVEWRITER ALPHA 32 IPG KIT,Unique Identifier (UDI): (b)(4). Model Number/Catalog Number: SC-4318,Batch/Lot Number: 38845300,Model/Catalog Description: CLIK X ANCHOR STERILE KIT,Unique Identifier (UDI): (b)(4).

Event description:
It was reported that the patient underwent a full system explant procedure due to dehiscence at the midline incision. It was noted that there were no signs of infection. The patient was doing well postoperatively. All explant device components were not returned, as there was no BSN representative on site for surgery.